Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 04/23/2025, it was reported that the patient experienced a skin reaction with inflammation, swelling and infection under entire patch area, which occurred 5 day after the sensor had been inserted in the arm. The patient consulted an hcp and the reaction was treated with a prescription of an oral antibiotic curam 500mg (amoxicillin). The area was prepared with soap and water before placing the sensor on the body. No additional event or patient information is available.